Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Additional event for this patient reported on medwatch number 1825034-2016-01994.

Event description:
A right knee revision procedure has been indicated due to wear and instability; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Event description:
Patient underwent a right knee revision procedure approximately twelve years post-implantation due to wear and instability.